Event description:
It is reported that, post inserting a 2.5mm diameter x 24mm length endeavor rx drug-eluting coronary stent system in the pt to treat a non calcified lesion in the lad #7 with 75% stenosis, the physician recognized on cine that the stent was not mounted on the delivery system. Upon investigation, the stent was found on the stylette. The delivery system was removed without any difficulty. The pt is reported to be fine and no other sequelae were reported. The physician commented that there is a possibility of applied force during removal of the protective sheath. Also the physician confirmed that the stent was not inspected after removal of the protective sheath. Medtronic has received the device and its analysis has been completed. The stent was on the stylette. Three stent segments at the proximal side of the stylette were still intact, although appeared slightly pinched most likely due to handling. One stent segment at the distal side of the stylette was intact. The remaining segments were stretched and deformed. The stent delivery system was not provided for eval. The damage evident on the stent is similar to previous slippage complaints where recreations have shown that the incorrect placement of the fingers during removal of the device from the hoop or during removal of the protective sheath can result in the stretching of stent segments and in the slippage of the stent from the balloon. Communication from the field confirmed that the stent was not inspected post removal of the protective sheath and that there is a possibility of applied force during removal of the protective sheath.

Manufacturer narrative:
(B)(4): eval results - (stent not inspected post removal of the protective sheath).